Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm or reproduce the reported failure jaws were off-line. The instrument was inspected and the grips were not misaligned. However failure analysis did find the prograsp forceps instrument to have a broken pitch cable at the distal clevis hub. The clevis did not exhibit any wear. Broken strands stuck out at the wrist. The crimp was not missing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during central processing, the jaws to the prograsp forceps instrument were observed to be off-line. There was no report of patient involvement.